Event description:
Coiling treatment of a p-comm aneurysm. It was reported the coil could not be detached. Upon removal, the coil detached and was implanted in the aneurysm. The pt was reported as fine and has been discharged.

Manufacturer narrative:
Only the pusher assembly was returned as the coil was implanted in the pt. Evaluation of the pusher assembly could not determine the cause of the event.